Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient was in atrial fibrillation (af). As a result, anti-tachycardia pacing (atp) and 6 shocks were delivered, by the cardiac resynchronization therapy defibrillator (crt-d), in the ventricular tachycardia (vt) zone, exhausting therapy. Additional information indicated that the patient had not taken their medications and thus the af was rate controlled medically. This crt-d remains in service. No adverse patient effects were reported.